Event description:
Initial info was received on (B)(6) 2012 from (B)(4) as a single anonymized pt report. An (B)(6) male pt, with a history of an allergy to animal hair, used duraphat unspecified and developed a suspected allergic reaction (anaphylactic reaction) with swelling of the lips and a rash around the mouth. He began using the product on (B)(6) 2012 and experienced the events the same day. The anaphylactic reaction was considered serious due to medical significance. Duraphat was discontinued on (B)(6) 2012. He was treated with antihistamines, and the events resolved on (B)(6) 2012. The pt was advised not to have further applications of the product. At the time of this report, the pt had recovered. Add'l info was received on (B)(6) 2012: this is a direct lift from (B)(4). F/u received: approx 0.5 ml distributed over posterior teeth using microbrush for caries prophylaxis. This case has been assessed as follows: anaphylactic reaction, suspected allergic reaction (anaphylactic reaction) - unexpected, swelling of lips (lip swelling) - unexpected and rash around mouth (rash) unexpected. This assessment is based on initial info received on (B)(6) 2012 and is due to the nature and combination of adverse events presented throughout the case. This case is referenced as (B)(4).